Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed an error. The blood glucose reading was 78mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device. No further information was provided.